Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, 20910 ventricular sensing integrity counts (sic); vt-ns, high rate-ns, ventricular oversensing-noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. On (B)(6) 2016, rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 300-500 ohm range. Impedances continue to be high. Rv lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that there was high impedance, oversensing noise and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.